Event description:
It was reported that the patient's ipg was no longer charging and was not providing a stimulation for pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.